Event description:
The users reported to the biomed that there were smoke and fire coming out of the front door during a case. Another device was brought in to complete the case. The patient was not harmed.

Manufacturer narrative:
Internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont for investigation. The user confirmed that the disposable set involved in this incident was discarded therefore could not be sent for review. Although it was alleged that there was fire, there is no evidence that there was actual fire. Additionally, after investigation, it was found that there were no burn marks on components inside the device or burning smell were identified. Upon receipt of the referenced rapid infuser ri-2 unit, the device was evaluated by a belmont service technician, and we were unable to confirm the customer complaint after extensive functional testing and stress testing at elevated temperature for 48 hours. The unit exhibited no faults/failures. We opened the back cover and checked inside the unit and verified all cable connections were firmly seated. Upon internal inspection, it was found there was no evidence of a fire as no burn marks or components inside the device were identified, as well as no burning smell. The disposable set was discarded, and the lot number was unknown. Therefore, a thorough investigation into the disposable set could not be carried out. All disposable sets are 100% leak tested and visually inspected prior to release. It was confirmed by the user facility that platelets were infused during this event using the rapid infuser. The operator's manual contains information on contraindicated fluids and clearly states that "platelets are contraindicated for use with the system and should not be used", as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger may become overheated. Belmont was unable to confirm if the device provided an overheat alarm. If an alarm is provided, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. Other methods can be used to infuse the patient. To ensure that this unit performs according to our specifications before shipping it back, we performed a final functional test, an electrical safety test, and a final inspection. The unit passed all test specifications and inspection requirements. It is recommended to only infuse compatible solutions through the device. The root cause of the reported issue is consistent with user error from infusing contraindicated fluids into the device. In order to avoid similar incidents in future, belmont conducted refresher training for clinical staff at the user facility on february 4th including a review of compatible solutions with the device and proper use of device per our specifications.